Manufacturer narrative:
These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional information. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. Lundkvist b., et al. Cerebrospinal fluid dynamics and long-term survival of the strata valve in idiopathic normal pressure hydrocep halus. Acta neurologica scandinavica 2011: 124: 115-121.

Event description:
The reviewed literature article involved seventy two pts who received a strata valve. Shunt revisions were made in six pts and eight subdural hematomas were also found in pts.